Event description:
The customer reported they obtained higher than expected human chorionic gonadotropin (bhcg) patient results for one patient which were above the normal reference range, from two unicel dxl800 access immunoassay systems, that did not fit the clinical picture of the patient. This report is one of two and represents the higher than expected bhcg results generated from a unicel dxl800 access immunoassay system with serial number (B)(4) for the patient on (B)(6) 2011. Beckman coulter inc assessment of customer supplied data indicated that the initial bhcg result was repeated on another instrument approximately six days after the initial result. The repeat result was lower, within the normal reference range and considered valid. Additionally a subsequent qualitative bhcg test was performed on the patient sample, which produced a "negative" result. The initial bhcg result was reported outside of the laboratory and the patient underwent surgery to rule out a bhcg producing tumor. The customer stated they could not rule out the surgery as a direct result of the initial bhcg result; however it was discovered during surgery that the patient had an ovarian abscess. A hysterectomy was performed. The sample was collected in a lithium heparin tube and was centrifuged prior to testing. The storage duration recommendation for bhcg samples is 48 hours from the time of collection.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service as they did not suspect instrument performance was a contributing factor. Beckman coulter inc. Assessment of instrument performance data provided by the customer indicated that both levels of bhcg quality control were performing within the customer's established ranges. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-06492, 2122870-2011-06493.